Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the portal vein using pod packing coils (pod pc), ruby coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, it was reported there were other coils successfully detached and placed in the vessel using the handle. The physician then advanced a pod pc into the vessel and used the handle to detach it; however, the pod pc failed to detach. Therefore, the pod pc was removed. The procedure was completed using a new pod pc and the same handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod packing coil revealed that the pet lock was intact on the proximal end of the pusher assembly. If the proximal end of the pusher assembly is not properly seated in the handle during an attempt to detach the embolization coil from its pusher assembly, the pet lock will not separate and retract the pull wire out of the distal detachment tip (ddt) to detach the embolization from the pusher assembly. During functional testing, the pod packing coil was able to be detached with a demonstration handle without issue. Further evaluation of the device revealed offset coil winds near the proximal end of the embolization coil. This damage was likely incidental to the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.